Manufacturer narrative:
Light was removed from use and placed into storage. The initial investigation visit found that the safety clip was missing and allowed the light arm to separate from the upper axis.